Event description:
Customer reported that she has been receiving no delivery alarms. Customer stated she is pregnant and has been having to get up at night to treat with manual insulin injections. Customer changed the infusion set in the morning and has had some bent cannulas but has received no delivery alarms even when the cannula is not bent. Blood glucose value is 378 mg/dl nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.